Manufacturer narrative:
The device history record could not be reviewed because the lot number was not provided. The supplier reviewed records for the last 2 years and no abnormal situation was found. No sample was available at the time of the investigation. According to the supplier, or towel is made of cotton, so cotton fiber is born. The supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process the suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. The investigation determined no abnormal situation happened during production; therefore, the root cause could not be determined. The complaint information was shared with the relevant sectors for their awareness. No action taken at this time, but the supplier will continue to monitor the trend for this type of incident.

Event description:
Customer reports or towel linting severely. No patient demographics or additional information provided.